Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having issues connecting with their implant. The patient indicated they had these issues yesterday while they were still in the hospital after their implant procedure. The patient reported the healthcare provider (hcp) commented that it was due to possible interference from the hospital environment. Also they mentioned that prior to calling the "blue tooth on the programmer was off."  The agent walked through connecting the communicator and programmer and positioned the communicator over the implant. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.